Event description:
Device 1 of 2. Reference report: 1627487-2013-06535. It was reported the pt experiences warmth at the ipg site while charging. An sjm representative met with the pt and exchanged her charger with a low-energy charger. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number.: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.